Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It is possible that the distal sheath of the supera delivery system was entrapped or restricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the popliteal vein. A 6x45mm sheath was advanced and the lesion was pre-dilated with a 5x100mm non-abbott balloon catheter to nominal pressure and atherectomy. A 5.0x100mm supera self-expanding stent system (sess) partially deployed; however, the stent was removed when the delivery system was removed. The sess was removed under fluoroscopy. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.